Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent. There was no damage noted to the packaging and no issues noted when removing the device from the hoop. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the proximal stent wraps were positioned correctly at the proximal markerband. Stretching was evident to the mid to distal stent wraps and had stretched over the distal markerband. Deformation was evident to the 1st to 17th distal stent wraps with struts stretched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.